Event description:
Customer's son reported the compact plus system gave blood glucose results of hi, which on the compact plus system indicates a result in excess of 600 mg/dl, and 565 mg/dl at a time when the customer was symptomatic of hypoglycemia. The customer was transported by emts to a hospital, where she received professional medical treatment for hypoglycemia. A request was made for the return of the system and a replacement was sent.